Event description:
It was reported that a 61 year-old male patient required replacement of an ultrathane mac-loc locking loop multipurpose drainage catheter. The drainage catheter was placed in the patient (B)(6) 2024 for hydronephrosis. The drainage catheter was "used normally", and the drainage was said to be "smooth". The patient activity level was described as "basically bed rest" the first day after the procedure and "about 1000 steps" the second day. It was said the catheter was maintained "as required", and no other devices where attached to the catheter. On (B)(6) 2024, the patient's catheter leaked and was replaced with a new nephrostomy catheter. A customer provided video of the event shows leaking around the mac-loc lever. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b- additional product codes: gbo; lje e1- customer (person): street: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: d4- model #. Investigation ¿ evaluation. It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter leaked. The catheter was placed on (B)(6) 2024 at 14:25 hrs in a 61-year-old male patient to treat hydronephrosis. After ¿normal¿ placement, drainage was ¿smooth¿. At 08:00 hrs on (B)(6) 2024, the catheter leaked. A customer provided video shows leakage at the mac-loc lever as the user injects the catheter via a syringe. As a result, the catheter was removed and replaced. No other adverse effects were reported for this incident. Reviews of the documentation, including the complaint history, device history record, quality control procedures and instructions for use of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found one relevant nonconformance that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling for the complaint device: the instructions for use (IFU) [ t_multi2 rev1, multipurpose drainage catheter] states the following. How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Evidence gathered upon review of the dmr, DHR, and IFU suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, and the results of our investigation, it was concluded that a component failure unrelated to design or manufacturing deficiencies contributed to the reported event. The user did not identify any damage during initial placement. It is possible that the catheter underwent excessive force while placed in the patient, but this cannot be proven. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.